Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. The representative reported that the cables for the din rail within the viewing station of the imaging system were loose. To resolve the reported issue, the cables were tightened by the representative. The imaging system then passed the system checkout and was found to be fully functional. No parts were replaced, therefore no parts were returned for analysis.

Event description:
A site radiologic technologist (rt) reported that, while outside of a procedure, the viewing station of the imaging system would not power on fully. The station would beep and then shut off immediately following the beeping. The site confirmed that the outlet used was functional. No additional information was provided. There was no patient present when this issue was identified.